Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire filed service went onsite. Evaluation revealed water was damaged, the top corner was broken off causing extended self test (est) failed. The technician performed operators verification procedure the unit passed according to manufacturer specifications.

Event description:
The customer reported that the avea unit is not cycling. The customer confirmed that the is no patient involvement associated with this reported event.